Event description:
Customer's family member called to report the pump's driver block was not moving forward. It was stated that she dropped the pump on the tile floor in the kitchen. Customer's family member ran a lead screw test and it passed with full complete rotation. No alarms occurred. However the driver block was not moving.